Event description:
It was reported that t:slim x2 pump battery would not charge, and pump history showed power source alerts and incomplete charging sessions despite use of working outlet, tandem charging cable, and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables, resolved issue by using tandem charging cable and wall adapter, and confirmed pump reached 100% charge with no shutdown, after which technical support sent replacement charging supplies and no further assistance was required.